Event description:
Home health nurse who stated she had just spoken to another rph regarding air line error she kept receiving on new curlin pump. Nurse stated previous pharmacist gave her pump code to change air sensor from 0.5 to 2 but nurse stated they are still getting the air in line message every 2-3 minutes. Nurse has already reprimed everything, changed tubing (2 different lot #s) and still having issues. Advised if alarm keeps going off, she can infuse via gravity for today since infusion has already started and is on day 2. Nurse has gravity supplies on hand. Nurse will let us know if she has any issues via gravity. Nurse requested new pump for next infusion. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes, upon patient return; did we replace device? Yes. Did the patient have a backup device they were able to switch to? Infuse via gravity if needed. Diagnosis for use: other specified myopathies.